Event description:
It was reported that when using the bd pyxis¿ medflex 1000, unable to issue narcotics. The customer reported being unable to issue narcotics from the cabinet. Nurse could not select the medication from the patient profile. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist checked myqlink (mql) and confirmed that transactions for controlled items were present, indicating no issue with issuing-controlled medications. The system functioned as intended when the technical support specialist investigated the device.